Manufacturer narrative:
The pump was monitored for several days and no blank display was noted. The pump was received with normal operating currents. The pump passed error test and self test, but there was an alarm in the alarm history file due to a corrupted history file. No unexpected alarm beeping or high pitched noise occurred during testing. The max delivery alarm functioned properly. The pump passed the displacement, prime and excessive no delivery test. The pump also had a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed several errors, made a high pitch noise, and had a blank screen. The customer also noted that the insulin pump had an unresponsive keypad. He stated that he removed and reinserted the same battery, and since then, the insulin had restarted about 3 to 4 times. He did not believe that the device was working properly. The blood glucose reading was 80 mg/dl during one of the alarms. During a different error alarm, which was observed in the alarm history, the blood glucose reading was 150 mg/dl. He also stated that he entered in the wrong date when the device restarted and reset the time and date settings. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.